Event description:
The customer reported that two images were taken. Both images were blank with no anatomy. Pt was moved to x-ray room, and additional image(s) were taken to complete the exam.

Manufacturer narrative:
(B)(4).